Manufacturer narrative:
On april 19, 2021 mentor became aware that he initial submission report mistakenly reported d2b as fwm. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device lot number became evident as 9447772. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted manufacturer¿s reference number: (B)(4). D2b is ftr.

Manufacturer narrative:
Device evaluation completed on june 20, 2021: during visual evaluation no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 440cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) implantation was on (B)(6) 2020.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bakers grade iii capsular contracture. Manufacturers reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a 440cc mentor memorygel breast implant experienced right sided bakers grade iii capsular contracture post procedure. The capsular contracture was diagnosed through patient symptoms. As a result, patient underwent bilateral replacements with mentor silicone implants on (B)(6) 2021.